Event description:
The customer reported the screen locks itself. The manufacturer's field service engineer (fse) clarified that the customer reported the screen lock function could not be turned off. The customer reported there was no patient involvement.